Manufacturer narrative:
(B)(4). Date of event unknown. Operator of device unknown.. No samples were returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking on the left edge of eva bag due to pinhole. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. Although the initial visual inspection failed to identify the reported issue, functional testing did confirm the reported condition as a leak due to a large puncture on the front side of the bag. The condition likely occurred during customer handling as the investigation found the puncture to be only on one side of the bag with no damage or marks on the other side of the bag, indicating the bag was filled at the time of puncture. Should additional relevant information become available, a follow-up report will be submitted.